Event description:
The device was used during a tah procedure. Reportedly, the device was difficult to open. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.